Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with "vanco" (route, dosage, frequency, and duration not reported) for the peritonitis event. Four days after onset, dianeal therapies were discontinued. The patient was no longer on peritoneal dialysis solutions and on an unknown date the patient started hemodialysis therapy. After six days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.